Event description:
It was reported that during an emergency procedure in the right coronary artery (rca) for treatment of a myocardial infarction, a whisper ms guide wire was advanced but was unable to reach the distal segment of the rca. A non-abbott dilatation catheter was advanced over the guide wire but was unable to advance past the proximal rca. The guide wire and dilatation catheter were removed from the anatomy. After removal, it was noted that the guide wire had separated. A non-abbott snare device was used unsuccessfully in an attempt to retrieve the separated segment. There was no reported force applied to the guide wire during advancement and no reported resistance felt during withdrawal of the guide wire. Surgical intervention was performed to retrieve the guide wire and perform coronary artery bypass graft. An intra-aortic balloon pump was inserted after the procedure. The patient's post-operative condition is reportedly good, with no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: apex monorail 2.0 x 15. Guide cath: medtronic 6 f jr4.0 launcher. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis could not confirm the reported resistance as the outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. Factors that may contribute to resistance while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Analysis of the returned guide wire noted no contrast visible and there was blood on the black polymer coating and core which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core and polymer coating were separated, 22.5 cm distal to the proximal end of the black polymer coating. The separated portion was not returned. The black polymer material at the separation was jagged. A non-abbott torque device was returned with blood and no contrast visible. There was no found damage to the torque device during analysis. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload. Small secondary surface cracks were observed along the outer surface adjacent to the fracture. A guide wire separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. Additionally, the fracture site morphology shows that the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. In this case, although there was no reported force applied to the guide wire during advancement and no reported resistance felt during withdrawal of the guide wire; it is possible that the reported resistance with the lesion during advancement could have contributed to the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported. A conclusive cause for the reported resistance could not be determined and the reported guide wire separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.